Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay and elecsys ft3 iii results for one patient tested on a cobas 8000 e 801 module serial number (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing on an accuraseed analyzer. Sample from the patient was submitted for investigation and was tested on an architect analyzer and a cobas 8000 e 801 module. This medwatch is for ft4. Refer to the medwatch with a1 patient identifier pt-45240 for the ft3 assay.

Manufacturer narrative:
Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. This interference is covered in product labeling: